Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. The returned device indicated a damaged grommet and a damaged set screw. Concomitant medical products: 4194-78 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that during implant, the wrench would not release from set screw after the lead was secured. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.